Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump is having a beep/vibrate anomaly. He said that when he started working, his pump¿s battery was low but then the pump started alarming with a high-pitched noise. The customer¿s blood glucose was 150 mg/dl. He changed the battery, the high pitched constant tone would go off and the pump did not start up. During troubleshooting for the beep/vibrate behavior the customer said that the pump had a constant tone. After he removed the battery for 5 minutes and reinserted a new one, the tone recurred. The customer was advised to remove the battery after a two-hour pump rest and to reinsert a new one and to revert to a backup plan per the doctor¿s orders in the meantime. He was advised to call back if the tone should recur. The insulin pump will not be returning for analysis.